Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip failed to deploy during the procedure; however, no further details regarding the deployment issue were available. Reportedly, the scope was not in a retroflex position. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, the clip failed to deploy during the procedure; however, no further details regarding the deployment issue were available. Reportedly, the scope was not in a retroflex position. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the second returned device found that the sheath grip had detached from the oversheath, which was pulled back by hand to expose the clip assembly. The device was actuated several times and the device deployed per design. The complaint that the clip would not deploy correctly was not confirmed; the device deployed after being actuated several times. The most probable root cause of this failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.